Event description:
It was reported that the patient experienced pocket discomfort and infection. During the explant of the right ventricular (ra) lead. The pacing lead dislodged. The ra lead and ipg were removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).